Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6)2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle on the valve of an exactamix 2400 valve set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a dark spot on the set. Microscopic inspection revealed that the dark spot was embedded into the tubing approximately 0.4 inches from the connector. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.